Manufacturer narrative:
Batch review performed on 17.june.2019: lot 186056: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold

Event description:
Revision surgery after 2 weeks from the primary due to signs of infection (the pathogen is unknown). The surgeon performed an I&d and poly swap and the surgery was completed successfully.